Event description:
It was reported that a spectrum pump had a malfunctioning keypad that "when button is pushed different letters then pressed come up on the screen." It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported malfunctioning keypad, which was reproduced. The device evaluation confirmed the #8 and #9 keys to be inoperable caused by a failed keypad. It was observed tht when any remaining functional keys are selected, an automatic output of the #9 key will occur following the selected key's function (e.g. When the #1 key is pressed 19 will be displayed. When in alphabetic mode and the abc key is selected, ay will be displayed. Baxter has initiated a CAPA to further investigate this issue.